Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro c-ring came off in the pt. It was retrieved without incident. This happened two times. A third kit was used to complete the procedure. There were no pt effects.

Manufacturer narrative:
The device is currently being investigated and the results are being evaluated and analyzed with similar events. A f/u report will be submitted once the device eval is complete. Items marked "ni" are unk to us at this time. (B)(4).